Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) reverted to default on its own. It was indicated that printed circuit board (pcb) was out of specification. It was also indicated that encoder switch assembly and encoder nuts were damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the external pulse generator (epg) was being programmed to values other than the default, after some time the device reverts to the default by itself. The staff will adjust the rate and output and the unit will eventually go back to default settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) reverted to default settings on its own. The epg was returned for service. No patient complications have been reported as a result of this event.